Event description:
The surgeon was using the arthrocare radiofrequency unit during an elbow procedure. While the handpiece was activated, the tip fell off. The surgeon immediately retrieved it from the elbow.